Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller is wondering if their implant is reaching the end of its life because their stimulation doesn't feel the same as before/doesn't feel right. Caller described the following: feels like it shuts off and then comes back on, if they increase stimulation it hurts and still "cuts" off and on. Caller stated they usually feel stimulation stronger if they lay down, and even then in a face up position they feel the stimulation stopping and starting and they are not even moving. Caller stated they are not feeling paresthesia sometimes and only feel it more when laying down. Agent asked if there were any falls/traumas/ that they think would be related to the issue. Caller stated they had a fall back in march off of a 6 foot wall and landed on their back. Caller stated when they went to hcp for the fall they took an x-ray of the implant and stated that it looked as if it was not compromised/in the correct spot. Caller is wondering if something has come loose at the connection site of the insand lead. Agent had caller grab the programmer to check implant status and caller confirmed no eri/eos nor ins low message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.